Manufacturer narrative:
No unexpected prime/fill anomalies noted during testing. The device alarmed button error after it booted up and the act button had intermittent response due to keypad traces noted. The device had pass the displacement, rewind, prime, basic occlusion, and occlusion test. The device had cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer stated that he did not wear the insulin pump to bed the night prior, and he stated that when he left it on the table, one of the buttons may have been pressed overnight. The customer's blood glucose was 282 mg/dl. He stated that he changed the insertion site when he arrived home for dinner, the insulin pump alarmed low reservoir, and then insulin began squirting out continuously from the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. The customer's most recent blood glucose was 120 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.